Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced a headache subsequent to undergoing a drg trial implant procedure. The physician believes a cerebrospinal fluid (csf) occurred. The headache resolved without intervention within one day and the patient is doing well.